Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Treated for a distal fracture of the tibia and fibula. Attempted to insert the locking screw by drill after implanting a distal screw and a proximal screw . The tip of the driver and the head of the locking screw were damaged. The screw could not be pulled out by the screwdriver because the head of the screw was damaged. The broken tip was removed from patient.

Manufacturer narrative:
The reported event that screwdriver bit t15, ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure mode. The visual examination revealed that the tip of the returned screwdriver bit was broken and damaged under high loads. The broken tip of the driver is stuck inside the head of the screw and the breakage of the tip area points to the influence of application of too much force during screw insertion. The tip of the surface of the screwdriver bit revealed a typical fatigue breakage surface. Based on investigation the root cause was attributed to a user related issue. The failure was most likely caused by screw over-tightening. The locking screw was tightened too much when inserted, thus resulting too hard to remove afterwards and leading to the screwdriver tip breakage. A review of the labeling did not indicate any abnormalities. The operative technique (axsos-st-12-en axsos targeting femur optech) clearly states that: note: ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. Final tightening of locking screws should always be performed manually using the torque limiting attachment (ref 702751) together with the screwdriver bit t20 (ref 703540) and the t-handle (ref 702430) (fig. 14). Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If any further information is provided, the investigation report will be updated.

Event description:
Treated for a distal fracture of the tibia and fibula. Attempted to insert the locking screw by drill after implanting a distal screw and a proximal screw. The tip of the driver and the head of the locking screw were damaged. The screw could not be pulled out by the screwdriver because the head of the screw was damaged. The broken tip was removed from patient.